Event description:
Customer reported that 2 galileos were not giving coordinating results during validation of capture cmv assay. Out of 214 samples run, 18 came up positive on the older galileo and negative on the new galileo.

Manufacturer narrative:
Cmv testing was performed on an in-house galileo with retention capture-cmv, lot c052, and capture-cmv indicator red cells, lot 228054, using in-house donor samples of known cmv status and customer's returned samples. Expected results were observed with in-house donor samples. All customer's donors' samples were nonreactive. A service call was performed. Verified the past cmv performance of weak positive numbers for new galileo. Performed pipettor verification, wash volume, plate residual volume, and checked alignments on the new instrument. Plate residual volume was out of specification on the low end of the range and the washer was initialized. A passing residual volume specification was obtained. Ran patient samples on both instruments with matching results. Instrument operating within specification.